Manufacturer narrative:
Other applicable components are: product ID: 9733625r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The uninterruptible power supply (ups) was replaced which resolved the issue. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system unexpectedly shut down during a case. The system was plugged in at the time, but no beeping was heard to indicate battery power. The site checked later and the system does flash the power light when on battery power, but no sound is heard. There was a less than one hour delay to the procedure and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the system was rebooted successfully. The case was then able to proceed without issue.

Manufacturer narrative:
The ups with lot number 1810070 was returned to medtronic for analysis. Analysis revealed that the returned ups was fully functional. The unit was able to switch from ac power to battery power and back again without issue. It was also able to properly charge a battery and run off battery power. If information is provided in the future, a supplemental report will be issued.